Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported "the yellow tip (pull-away wing) of the introducer broke and was separated when the physician wanted to open the peel-away. The grey parts (sheath shaft) were already in the patient, so he had to remove it very carefully. It could stay inside the vein...".